Event description:
Reportedly, the subject programmer suddenly shuts down with a black screen. Then it reboots with a loud sound from the fan. The behaviour is intermittent.

Manufacturer narrative:
Please refer to the attached report.

Event description:
Reportedly, the subject programmer suddenly shuts down with a black screen. Then it reboots with a loud sound from the fan. The behaviour is intermittent.